Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia adapter. Evaluation of the adapter log showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. This complaint of not working or being able to fire was confirmed based on log files. It was reported that there was excessive load detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter showed a yellow swimlane and premature end of life. The reported issues were confirmed. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly rev iewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot #unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic functional end-to-end (fee) of the colon, the initial setting could be done without any problem, and the display on the top showed all green. However, as soon as the surgeon approached the tissue for small intestine resection, the upper display suddenly showed the excessive force indication. After that, the 45-millimer reload was reinstalled, but the same display was showed. The reload and the adapter was removed, and when it was set again, the adapter notation suddenly became zero. Then the adapter was disconnected again and then reconnected, adapter error with a yellow swim lane status with exclamation mark was displayed. To complete the case, a standard adapter was used with the same handle and reload. There was no patient injury.